Event description:
It was reported that a pump displayed a failure message without any alert or error number. There was no adverse impact to the customer's blood glucose level. Technical support assisted in resetting the pump, which resolved the issue.